Manufacturer narrative:
Block e1: initial reporter facility name: union hospital of tongji medical college, huazhong uni. Of science and technology block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent was detached, also the bladder coil was kinked. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information, the device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed to the returned device, evidence found stent detached and the bladder coil kinked. The retrieval line may be removed before placement. If the retrieval line is removed using excess force, the stent can get detached or kinked during the preparation affecting the performance of the device, consistently leading to stent break. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was attempted to be used during a ureteroscopic holmium laser lithotripsy procedure in the ureter performed on (B)(6)2023. During preparation, when the device was unpacked, it was found that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was attempted to be used during a ureteroscopic holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2023. During preparation, when the device was unpacked, it was found that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.